Event description:
It was reported that the patient developed transient vocal cord paralysis related to vns. It was also noted that the patient's overall seizure control has decreased and she is now having seizures weekly and is falling more. The patient's vns settings were increased as well as medications. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
The explanted generator was received but product analysis is still underway.

Event description:
Product analysis was completed on the returned generator. The device output signal was monitored for more than 24-hrs and a comprehensive automated electrical evaluation (shows a neos=yes condition) was performed. The pulse generator was opened, the measured battery voltage confirmed a neos (near end of service) condition. There were no additional performance, or any other type of adverse conditions found with the pulse generator.

Event description:
Additional information received from the physician's office noting that the increased seizures is due to low battery and are back to pre-vns baseline levels. The patient underwent a battery replacement and their battery status was noted to be at near end of service at the time of explant. The explanted generator has not been received by product analysis to date.